Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca) of the left anterior descending artery (lad). The target lesion was pre-dilated with 2.00 and 2.50 non-compliant balloons. A 2.50 x 38 mm synergy drug eluting stent was deployed to treat the lesion. After the stent was post dilated, a chest pain occurred and a dissection at the proximal part of the stent was noted. Another 3.50 x 16 mm synergy stent was deployed from left main to lad to cover the dissection, and successfully complete the procedure. The patient was stable post procedure and fully recovered.